Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device alarmed with a s233 (overtemperature-psc) service alarm code and was reported to be hot to touch. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not pass the temperature test with a psc (power supply controller) ambient temperature of 71c (expected temperature less than 70 degrees c). This was found to be due to the fan not rotating fast enough to keep the psc ambient temperature from exceeding 70 degrees c. The probable cause for the overheating was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.